Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. A vyaire field service representative (fsr) evaluated the device. The power supply had to be replaced on this unit. Fsr performed a calibration and the o2 sensor failed. Replaced the o2 senor and calibrated the unit to manufacturer specifications. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. Performed a visual inspection, no anomalies found. Uut (unit under test) was installed in known good vela unit. Ventilator was powered in ventilate mode where the unit oscillates ventilation without fault, displays no alarms. Performed fio2 monitor calibration, 100% valid and successful calibration. Performed xdcr calibrations, successful calibration.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced motor fault. There is no patient involvement on the event.